Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/17/2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. The patient stated that he was low, but no adverse feelings were reported. The patient was administered glucagon by girlfriend and also had some maple syrup as a precaution to avoid a seizure. No emergency medical technicians were called. At time of contact the patient's condition was healthy. No additional even or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.